Event description:
It was reported that the customer had received a no delivery alarm on the insulin pump. Customer was able to resolve the issues. Customer stated that he is having ongoing issues with the infusion sets getting caught on tables. Customer declined a transfer to the help line. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.